Event description:
It was reported that during a liver resection procedure, the device would not open once it had been fired on the portal vein. The device had to be manually opened. The vein was transected and hand sutures were placed. A like device was used to complete the procedure. There was no pt consequence.